Event description:
It was reported that the patient experienced a loss of therapeutic effect. An x-ray confirmed that the lead had moved. She was only able to use 2 programs since the other 2 were painful at any stimulation setting. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).